Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6)2019. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Entitled ¿introduction¿ lists infection, sepsis, death and multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides care instructions regarding preventing infection are provided, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2022 from sepsis due to a sternum infection. Reportedly, the infection was not device related. The infection was determined to be due to the sternum and was not related to the driveline or the pump itself. The sepsis was followed by multi-organ failure resulting in the patient¿s death. Prior to death, antibiotics according to an antibiogram were provided. Also, vacuum-assisted closure (vac)-therapy was performed. No details regarding the cultures were provided. The device was not explanted.